Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that multiple atrial fibrillation episodes were recorded that were noted to not be atrial fibrillation but premature atrial contractions. The programming was optimized for the patient. The device remains in use. No patient complications have been reported as a result of this event.